Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. Bench testing determined that the reported problem was due to flow restriction caused by an excessively dirty flow sensor filter and blower inlet filter. The service technician installed a known good flow sensor filter and a known good blower inlet filter onto the unit. The unit then passed 167.9 hours of extended bench testing at the received settings. The unit also passed the initial final test and initial alarm volume test with no issues. Vyaire medical replaced the flow sensor filter and blower inlet filter.

Event description:
It was reported to vyaire medical that the ventilator was alarming "svhp" while in use on a patient. The patient was placed on a backup ventilator with no harm.